Event description:
On (B)(6), 2010, a doctor reported to attachments international, inc. That an imz 3.3 ime screw had fractured.

Manufacturer narrative:
The doctor reported that a screw fractured in a patient's mouth and that the patient must return to the doctor's office to have the threads retrieved from the implant. No product was returned for evaluation. A review of the manufacturing records indicated that there were no variances or non-conformities during the manufacturing process and that the product met release specifications. A follow-up report will be submitted when the product has been returned and evaluated.